Manufacturer narrative:
Correction: the following fields were corrected: b5: describe event or problem: it was reported that the bd autoshield¿ duo pen needle had foreign matter on the device cannula. The following information was provided by the initial reporter : the customer reported something like white hair was found on the needle pe tip of one device before use. D2: medical device brand name: bd autoshield¿ duo pen needle the following fields were updated due to additional information: d4: medical device lot #: 1099892 d4: medical device expiration date: 2024-05-31 h4: device manufacture date: 2021-04-09 d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-21. H6: investigation summary one open 30g x 5mm safety pen needle sample and two photos were returned from lot no.1099892, cat. No. 329705. Visual examination was carried out on the returned sample and photos and a loose piece of plastic from the hub was observed inside the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to misalignment at the pick and place during assembly.

Event description:
It was reported that the bd autoshield¿ duo pen needle had foreign matter on the device cannula. The following information was provided by the initial reporter : the customer reported something like white hair was found on the needle pe tip of one device before use.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle had foreign matter on the device cannula. The following information was provided by the initial reporter : the customer reported something like white hair was found on the needle pe tip of one device before use.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.